Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, undersensing and impedance issues with low pace less than 200 ohms due lead damage in the pocket. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.